Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: 50 linear st lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty with charging the ipg and the ipg was no longer working adequately. The patient underwent an explant procedure. Device malfunction was suspected by the physician.